Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the act and b buttons were not working. Customer¿s blood glucose was 240 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on act.